Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the recharger will not charge from the charging dock. Patient stated they noticed the issue yesterday. Patient confirmed the green light on the dock was on. Patient put the recharging dock on the call and stated the battery indicator lights were flashing green for a second and then went to flashing orange. Patient later clarified the battery lights were scrolling for just a min and then stop. Patient attempted to a hard reset on the charger and reported the beeping continued. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient service specialist emailed prs to update patient address.